Manufacturer narrative:
Patient's previous mobile power unit (mpu) issue is covered under manufacturer report # 2916596-2020-03137. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient heard a continuous tone alarming when attached to the mobile power unit (mpu) which is resolved by switching to batteries. The patient was not sure what the controller said at these times, but thinks that it says "low voltage." The patient denied losing power to his house at these times. This had occurred on 2 different mpus. The patient previously had an mpu returned for investigation which was found to have no issues and was sent back to the site. The patient was given that returned mpu ((B)(4)) today. One ¿low voltage hazard¿ was noted on controller history from 01nov2020. The customer is trying to determine if it is the patient¿s home electricity that could be the potential culprit versus an issue with the controller power leads. The patient was connected to the returned mpu in clinic today without any alarms. There was no damage to the power leads or controller noted, and the patient has not had any events while on batteries. Technical services (ts) reviewed the log file and noted that it captured routine power cable disconnects associated with changeover from batteries to mpu. There were no notable alarm conditions or parameter changes. It was additionally reported that the patient has not reported any additional issues with the returned mpu ((B)(4)). The mpu in use at the time of the event was a loaner ((B)(4)).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of the mpu continuously alarming, was inconclusive (not determined) as the submitted log file did not show any atypical alarms and the mpu was not returned for evaluation. The log file contained approximately 7 days of patient event data. There were no atypical rsoc values or power cable disconnects. There were no loss of external power events or low voltage hazards alarms. The rsoc voltages and cable voltages were typical when the patient was connected to the mpu and when operating on batteries. Power cable disconnects were associated with power source exchanges. The log file did not indicate that there were external power issues. Set up and use of the mobile power unit (mpu) with the heartmate 3 lvas system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU in the sections titled ¿alarms and troubleshooting¿ and ¿no external power alarm." Specific warnings and cautions regarding the mpu's set up, the electrical outlet used (including location and accessibility) and electrostatic electricity damage to the mpu are given in both the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. The mpu assembly was made in may 2016. The unit was packaged and placed into stock on may 13, 2020. The unit was sent to the customer on (B)(6), 2016. The unit had no previous services. No further information was provided. The manufacturer is closing the file on this event.